Manufacturer narrative:
Follow-up # 1 date of submission 08/013/2014 ¿ correction: not returned to MFR.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (motor issue) issue. The reporter alleged that the cartridge piston was not rewinding completely during the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 date of submission 10/10/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed no evidence of motor issues was recorded. During testing, the pump performed the rewind, load, and prime steps with no motor issues occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no motor issues occurring. The pump case was removed and no defects were found on the motor assembly and lead screw. The complaint that the cartridge piston was not retracting completely during the rewind step was not able to be duplicated during investigation.